Manufacturer narrative:
D3: corrected. H6. Codes: updated. Unable to confirm the complaint due to the device not being returned. No previous repair was noted for the last twelve (12) months. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed no disposable, pump will not run. The pump was alarming, and the screen read stopped. Settings reviewed: reservoir volume was 37.3 ml, rates was 52.0 ml/24 hours, given was 62.75 ml. The patient denied any air in the tubing. However, the cassette was removed, and bubbles were observed in the tubing that extends across the top of the cassette. Per reporter, the tubing was massaged and cassette tapped on a firm surface, reattached and pump started. The screen continued to show no disposable, pump will not run. The patient was redirected to the clinic. The event occurred at the patient's home. No patient harm/adverse event was reported.